Manufacturer narrative:
H6: investigation summary: a device history review was conducted for lot number 9323922. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample could not be obtained for evaluation and testing, but this lot was treated and received a certificate of conformance for sterility. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system was involved with a patient experiencing a serious injury in the form of infection. The patient had a fever, and the next dat the indwelling site where the device had been used was red, painful, and had sclerosis. Medication was administered. The patient's outcome has not been specified. The following information was provided by the initial reporter: the puncture time of the indwelling needle was on (B)(6) 2021, and the puncture site was pulled out on (B)(6) 2021. There was no redness, heat, pain or sclerosis at the puncture site when the needle was pulled out. On the afternoon of (B)(6) 2021, fever was found to be as high as 39.1 degrees. On (B)(6) 2021, the puncture site was found to be about 3*3 cm and the surrounding redness, fever, pain and sclerosis, and medication was given to control the infection.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system was involved with a patient experiencing a serious injury in the form of infection. The patient had a fever, and the next dat the indwelling site where the device had been used was red, painful, and had sclerosis. Medication was administered. The patient's outcome has not been specified. The following information was provided by the initial reporter: the puncture time of the indwelling needle was on (B)(6) 2021, and the puncture site was pulled out on (B)(6) 2021. There was no redness, heat, pain or sclerosis at the puncture site when the needle was pulled out. On the afternoon of (B)(6) 2021, fever was found to be as high as 39.1 degrees. On (B)(6) 2021, the puncture site was found to be about 3*3 cm and the surrounding redness, fever, pain and sclerosis, and medication was given to control the infection.